Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: cardiac failure/death. The following event was noted through a periodic article review. A total consecutive pts were treated with kissing stents for aortic occlusive iliac disease (aoid) between 1995 and 2004 at a tertiary referral center. The objective was to evaluate outcome and patency predicting factors of kissingstent treatment for aoid. One-month follow-up revealed that one pt died at home twenty-four days after the intervention, due to cardiac failure. There is no direct correlation between the pt death and the brand/manufacturer.

Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: katarina bjorses, md, et al; "kissingstents in the aortic bifurcation- a valid reconstruction for aorto-iliac occlusive disease", published eur j vasc endovasc surg (2008) 36, 424-431.